Event description:
No actual adverse event has been reported. The customer identified that there was a 2.5mm deviation due to isocentric rotation during routine qa. At the end of (B)(6), the site engineer was asked to inspect the system and measured a 6mm deviation using the method described in the precise table customer acceptance manual. The customer reported that treatments with isocentric rotation were rare: the one affected patient was moved to another machine. The machine continues to be used clinically with a repair planned after thanksgiving.

Manufacturer narrative:
Root cause is suspected to be poor quality concrete surface in the shallow pit. It appears that a layer of mortar 'screed' has been appled to level the pit floor, which has subsequently crumbled around the anchor points. This is in direct contradiction of the planning guidelines. Ecr (B)(4) has been created to update the pm checks adding an isocentric check and drop test for the table. Ecr (B)(4) has been created to add extra checks for the presence of floor screeds in the pit during table installation site specific corrective action was required using a hilti epoxy to replace the screed around the floor anchors. The anchor fixing torque will be periodically monitored until confident that the compressive strength of the pit floor is adequate.